Manufacturer narrative:
The device has been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump began emitting a call service alarm when performing a bolus, the patient's blood glucose was over 500mg/dl with extreme thirst. This is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/05/2017 with the following findings: no defect found. Black box verified cs064-0001 due to high a force occlusion during prime operation. Pump was run for a min of 24 hr with no cs 064-0001 duplicated. Current tdd history matches basal and bolus history; basal history adds up correctly to the basal segment programmed by the user. No warnings in the alarm history indicating an interruption in delivery. The pump was put on a basal program of 1u/hr for 24 hours during the investigation pump history indicates the tdd was recorded accurately. The pump was tested for flow accuracy and was found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.